Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The clinical observation cannot be confirmed and the root cause of the leaflet motion cannot be determined. However, based on the received information, the leaflet motion could be potentially due to sizing error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 22mm mechanical valve and after the valve was sutured into place, the leaflets would not open and close properly. The physician explanted this valve and then attempted to implant the valve again. The leaflets continued to be unable to move properly. The physician explanted the valve and successfully implanted a 20mm valve. The patient could not be easily weaned off of cardiopulmonary bypass (cpb) and was brought to the intensive care unit after surgery.

Manufacturer narrative:
Additional information was received indicating that the patient was successfully weaned off of the cpb. The physician indicated the cause of this event was a sizing error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received dry, in a small plastic pouch enclosed in 3 small (B)(4) bags, in a large thick (B)(4) bag. Reddish brown spots on the sewing ring showed evidence of blood contact. Both leaflets were in the closed position. Both leaflets appeared intact with no evidence of damage such as cracks, breaks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms appeared intact. The inflow and outflow orifices appeared intact with no evidence of damage. Using a blue actuator to test leaflet movement, the leaflets appeared to move without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: a review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The device was returned for analysis. The valve was visually inspected with no anomalies noted. The serial number was verified to be correct. Using a blue actuator to test leaflet movement, the valve leaflets were fully mobile. A conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. However, based on the received information, the physician indicated that the cause of this event was a sizing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.